Manufacturer narrative:
S/w 2.6d. Retainer ring = missing. On (B)(6) 2021 customer reports unexpected battery power loss alarm. Pump passed the self test, active current measurement and displacement test. However, pump received with a high sleep current measurement. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected battery power loss alarm, battery failed alarm noted during testing. However, found in the pump history multiple 25 power error alarms on (B)(6) 2019 00:04:00. To (B)(6) 2019 16:19:21. Due to esd latch-up on an ic (excess load is placed on the vcc rail). Pump was cut open to perform visual inspection and found no moisture damage on the electronic assembly, battery connector, vibrator, motor during visual inspection. Pump received with missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: missing display window cover, cracked keypad overlay, cracked battery tube threads, broken belt clip rails, cracked case corner of belt clip rails, broken reservoir tube lip, missing reservoir tube o-ring. In summary, pump received with high sleep current measurement, 25 power error alarms in the pump history file due to esd latch-up on an ic (excess load is placed on the vcc rail). (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had power error alarm and power loss alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Notification light stopped flashing immediately. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.